Event description:
Information was received from the physician's office noting that the cause of the patient's death was due to cardiopulmonary complication (cardiac arrythmia) of super refractory status epilepticus and was indicated to be not related to vns. Patients devices were not explanted following the death. Autopsy was performed; however, was not provided to the manufacturer. The patient's death was witnessed in the picu with full monitoring. Patient has no history of drug or alcohol abuse, or a history of cardiac or respiratory problems. The physician also noted that the patient presented after multiple days of se. The super refractory se was treated with prolonged coma. As the patient was recovering from seizure but with a signified sequela, the patient had a sudden cardiac arrest.

Event description:
It was reported that the patient was implanted with vns after being in the hospital for approximately one month due to febrile infection-related epilepsy syndrome (fires). The physician noted that the patients eeg had been looking better and the patient was beginning to respond to their parents voice. It was later reported that the patient passed away. No other relevant information has been received to date.